Event description:
Customer reported an a positive segment which was testing using the fwd abo assay on the galileo and resulted as ab positive. The sample was re-tested on the galileo and this time resulted with the expected a positive result.

Manufacturer narrative:
Review of images: sample in row 8: a8-4+ reaction/ 99 reaction strength- visually pos. B8- 3+ reaction/ 64 reaction strength- the reaction in the anti-b well does have some irregular borders which can be suggestive of fibrin. C8- 4+ reaction/ 97 reaction strength- visually pos. D8- neg reaction/ 16 reaction strength- visually neg. Repeat testing, sample in row 1: a1-4+ reaction/ 90 reaction strength- visually pos. B1-neg reaction/ 14 reaction strength- visually neg. C1-4+ reaction/ 91 reaction strength- visually pos. D1-neg reaction/ 14 reaction strength- visually neg. Based on the fact that the sample repeated on the galileo as expected using the same reagents, and the visual appearance of the anti-b well in the first plate, the most likely reason for the unexpected positive reaction is due to fibrin in the segment sample. The galileo operator manual states that clotted samples should not be tested on the galileo. The instrument is operating as expected.